Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device was toning. The patient was seen in office and the device was interrogated but it toned again as the patient was leaving the clinic. It was found that the device alerted for charge circuit timeout. It was noted that the device had reached end of service (eos) around (B)(6) 2018. The device has been explanted and replaced. No patient complications have been reported as a result of this event.